Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/28/2025, it was reported by a sales representative via sems (B)(4) that (qty. (B)(4)) of a 0250-000 calibrated drill broke during use while being used in a regular fashion. Then, a 0109-150 1.5mm guide pin broke during use while trying to be removed in a regular fashion, and the broken piece was not able to be removed from the patient. The case was completed successfully. This occurred during a reverse total shoulder revision procedure on (B)(6) 2025. Additional information has been requested.